Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).